Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked inside the handle. Additionally, the working length was severely kinked. The findings were consistent with the findings when the device was observed under magnification. It was also found that the tip was melted and had some residues of the procedure. Per media analysis, the original pouch was opened. The label was legible and in good condition. The returned device was not in the original tray. The upn and batch/lot matched with the reported complaint. A console was also shown in one of the photos with the parameters used in the procedure. It was also observed the handle section of the device, and the wire was broken inside the handle. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and kinked in the handle section. Based on the condition of the device, the problem found could have been generated due to the technique used, the patient anatomy, or the interaction with the scope or additional devices. Also, if it exceeded the maximum of voltage during the procedure, it could eventually break and kink/bend the cutting wire and could result in the tip melting. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 (correction): block e1 (initial reporter city) has been corrected.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in a procedure performed on (B)(6) 2021. During procedure, when the device was used upon incision and cauterization, it was noticed that the plastic tip melted causing the cutting wire of the microknife xl to break. It was unknown on how they completed the procedure. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the pull wire was broken and kinked.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in a procedure performed on (B)(6) 2021. During procedure, when the device was used upon incision and cauterization, it was noticed that the plastic tip melted causing the cutting wire of the microknife xl to break. It was unknown on how they completed the procedure. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the pull wire was broken and kinked.